Event description:
The facility reported to baxter canada, an infusion pump with failure code 814:09 and 806:10. This event occurred during set ¿up for patient use. The pump was being used for intermittent IV medication. It was switched off, as the patient had to receive the medication every 8 hours. When the pump was switched on again, it did not switched on and the pump was replaced with another pump. According to the hospital representatives there was no patient injury of medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Evaluation summary: evaluation was performed by baxter canadian technical services and the reported condition was confirmed. Visual inspection of the pump indicated that the volume control was slipping. The pump would turn on when first switched on however, the failure 814:09 constantly displayed on the screen. Failure codes 814:09 and 806:10 were found multiple times in the event history. Inspection of the pump revealed defective pump head module. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.